Event description:
It was reported that the ventilator alarmed while the patient was sitting in his wheelchair. The patient turned blue, the nurse initiated a code blue and manually ventilated the patient. The patient revived and there was no report of patient harm.